Event description:
It was reported that during an arthroscopic hip surgery the device broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8550cre was received for investigation. The device was unable to be fully decontaminated and was evaluated via pictures. Visual evaluation of the attachments noted a small unidentifiable white fragment near the burr of the device. This found failure can be assumed to be related to the reported failure. Functional testing was not performed due to the biocontamination hazard risk. The most likely cause for the reported failure can be attributed to use error due to prying/leveraging the device during use and/or allowing it to come into contact with another object.